Manufacturer narrative:
Initial analysis confirmed via pictures provided by the hospital that the tip of the superior arm of the prodisc o inserter broke. Pictures of the recovered piece and remainder of the arm were provided. The implanting surgeon indicated there was no patient co-morbidities. Implantation of the prodisc o device was easy. Correct distraction was achieved as well as good positioning of the implant. There was no outbursts or noises during impaction of the implant into the disk space. Device history records were reviewed with no indication of manufacturing issues which may have caused or contributed to the reported malfunction. The fmea for this device was reviewed and determined all associated risks were fully mitigated. There is no indication of a failure trend for this instrument, and the rate of this failure was determined to be within the expected limits for the fmea. Evaluation of the returned instrument confirmed the reported complaint. A component fractured at a keyed tab that attaches to another component used to hold the prodisc o superior endplate. This break was found to not involve a bonded joint. There was a crack forming in the opposing tab of the arm. There was no other obvious damage to the instrument. The cause for the break could not be determined.

Manufacturer narrative:
Initial analysis confirmed via pictures provided by the hospital, that the tip of the superior arm of the prodisc o inserter broke. Pictures of the recovered piece and remainder of the arm were provided. The implanting surgeon indicated there was no patient co-morbidities. Implantation of the prodisc o device was easy. Correct distraction was achieved as well as good positioning of the implant. There was no outbursts or noises during impaction of the implant into the disk space. Device history records were reviewed with no indication of manufacturing issues which may have caused or contributed to the reported malfunction. The fmea for this device was reviewed and determined all associated risks were fully mitigated. There is not indication of a failure trend for this instrument. This complaint file will remain open in an attempt to retrieve the involved instrument. If additional information or evaluation results become available a follow up submission may be completed.

Event description:
Prodisc o inserter broke during insertion of the prodisc o implant. A piece of material broke off the superior arm of the inserter. The piece of material was not immediately identified via intra-operative x-ray. The remainder of the procedure was completed and the surgical site was closed. At final imaging of the patient, the piece of material was located. The patient remained under anesthesia while the surgical team re-opened the surgical site to remove the piece of material. The patient was closed again and moved to recovery. There were no other consequences to the patient.